Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the prompt clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).